Event description:
It was reported that the ventilator would not ventilate the pt with an audible alarm. The pt's stats dropped, was removed from the ventilator, and was manually ventilated for the remainder of the transport. The ventilator displayed no power. No pt harm reported.